Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device fails the defibrillation tests. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse was provided with the device log, which was reviewed and determined to show a malfunction of the capacitor, therapy board, processor board, and the therapy cable. However, due to end of life, neither service support nor replacement parts are available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The root cause of the multiple component's failure could not be determined. The customer was informed that the device is eol.